Event description:
Customer's mother stated they received an adc meter result of 92 mg/dl on her meter, however, she was cold, clammy, sweating, incoherent and non-responsive. Customer's mother called paramedics and upon arrival paramedics received an hcp meter result of 27 mg/dl. Customer was treated on scene with a 1mg injection of glucagon. Mother denied that daughter was transported to a local health care facility and no diagnosis or additional treatment was reported.

Manufacturer narrative:
This is a final report. The customer's product has been returned and investigated and the complaint is not confirmed. All results were in range specification for the device and no errors were observed during control solution testing. The reported reading of 92mg/dl was found in the meter's log.